Event description:
It is reported that the device was implanted on july 31, 2003. In 2005, the device was revised due to infection. The proximal body did separate slightly at the body/stem junction, but did not fully separate. After several hours of attempting to separate the components with no success, the surgeon decided to perform an osteotomy on the femur. The implant was removed, still not separated.